Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a pacing problem and that the pacing threshold of the right ventricular (rv) lead increased after the patient had magnetic resonance imaging performed. The implantable cardioverter defibrillator (ICD) system was explanted approximately two months after the system was implanted due to a staphylococcus infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.